Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms and a damaged strain relief on the black power cable was not able to be determined. The system controller serial number (B)(6) was not available for evaluation and there was no log file available for review from this controller. Per additional information the controller was exchanged; however, it will not be returned for evaluation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and qa specifications. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿, and heartmate ii instructions for use, under section 7 ¿alarms and troubleshooting¿, explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and the instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This system controller exchange was initially reported under manufacturer report number 2916596-2021-04902. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient's system controller was exchanged on (B)(6) 2021 due to continuous power cable disconnect alarms & damage to the bend relief area of the black power lead.